Event description:
It was reported that during a hip procedure the customer put too much torque on the blade and it broke off outside of the patient. The patient was not harmed and the procedure was delayed for two minutes.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.